Event description:
It was reported that the atrial lead had dislodged. During repositioning, the lead could not be secured. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.